Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced harness to correct the mtml errors. The system was tested and verified as ready for use. The wire harness involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The probable root cause of the customer-reported may be attributed to a faulty mtm as the fse replaced the mtml harness after which the system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer encountered recoverable faults on the system. The technical service engineer (tse) reviewed the system logs and confirmed error 23008. The tse advised the customer to power cycle the system, the customer was unwilling to do so during the case. The tse noted that the error was isolated to the surgeon side console 1 and advised the customer to stop using it during the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was confirmed to power on without errors or functional issues. The customer was able to complete the case robotically without patient injury.